Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. It was reported that the handpiece was not homing properly so another device was used during surgery. The initial visual/functional investigation found that: visual inspection revealed slight damage to the drill guide support, however it was able to easily accept a long attachment with only minimal obstruction. The handpiece was then tested via characterization and homing. Characterization passed with a t1 max torque of 16 and homing passed all three times attempted. Based on the visual, indication of damage, and the passing test results, it is found that the drill guide support was initially bent but resolved itself through repeated homing and characterization (as continually passing the long attachment through the drill guide could have unbent it). There is no indication of damage to the gears or snaplock. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. We could not confirm if there was a relationship established between the reported event and the device. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established.

Event description:
It was reported that the handpiece was not homing properly. The issue was resolved by swapping the handpiece out. As this was noticed during set-up, the patient was not involved at the time.